Event description:
It was reported that a pump failed to start even after being connected with two different tandem cables for extended periods, and no led lights were observed. There was no reported impact on the customer's blood glucose level. The device is being returned, and a replacement pump has been issued to the customer.